Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan on (B)(6)2008 and alleged that her one touch ultramini meter was reading inaccurately erratic. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on (B)(6) 2008 at 9:15 pm. She reported obtaining results of 545 mg/dl and 189 mg/dl, performed on the subject meter within 20 minutes apart. She also mentioned that as a result of the reported issue, she took her usual dose of diabetes medication (metformin 500 mg). The pt also reported that she experienced being sweaty after the issue began. She did not receive/require any medical attention and was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product and that it was coded correctly to match the code on the test strip vial. The test strips were in good condition and within the expiration/discard dates. The pt's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. She was walked through two control solution tests (with subject strips and strip from new vial), which passed within range. This complaint is being reported because the pt alleged that she experienced a symptom suggestive of hypoglycemia after the reported issue began. She did not receive any medical attention and the meter/strips were within specification with the control solution test. Replacement products were sent to the lay user/pt.